Manufacturer narrative:
Returned product analysis confirmed the customer's complaint. The analysis reveals the wire stuck inside the catheter at approx 55 cm from the tip. After hydration the wire could not be removed. The spring tip is elongated with the core wire fractured. The fracture occurred at approx 1.5 cm from the tip of the wire. The elongation of the spring tip extends approx 14 cm. Examination of both fracture surfaces revealed the presence of microfractures and ductile fatigue. The fracture surface is characterized by material cracking and propagation caused by reversed bending. The wire is within o.d. Specificaiton. No material defects were observed to the incident device that may have caused and/or contributed to the reported incident. The wire is within drawing specification. Lot history review performed on the reported lot reveals no anomalies related to complaint. The lot met all specifications relevant to complaint upon lot release, and there are no other complaints reported with this lot. Although the complaint has been confirmed, the root cause based on the evidence presented by the return sample cannot be determined at this time.

Event description:
Event became reportable based on investigation completed on 09/27/06. It was reported that during a ptca procedure involving a lesion located in the left anterior descending (lad) coronary artery, the spring tip of the choice guide wire unraveled. The wire was successfully removed from the pt. No pt injuries or complications were reported. Patient status is reported as 'okay'.